Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the cubies were failed. A field service engineer found that the cubie in drawer 5.2 on the main station would not release. The station was shut down the back panel was removed and the back of drawer 5 was opened. The row board cable was disconnected and reseated the row board cable to the drawer controller board and the station was rebooted to access diagnostics. The cubies were removed from the tray and the station was shut down again. The side panel of the drawer was removed the row board cable was disconnected from the tray and the tray was replaced with a new one. All steps were reversed and the station was powered back on to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubies failed to release. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.